Event description:
The patient spouse reported that the patient is in atrial fibrillation and that the device has been alarming. Follow up from the clinic provided that the patient was cardioverted to reset the heart. The clinic also did not have any information as to why the device was alarming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.